Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
A medsun report ((B)(4)) was received stating: "provider was using the midas drill and the drill bit tip broke off inside the patient. He was able to find and remove the broken tip." The report indicated the tool had not been reused, and was not available for evaluation. On follow up it was reported the event occurred on (B)(6) 2017; the users name was given; the tool breakage did not require any additional intervention other than retrieving the broken piece; the patient did not require any follow up due to this event; and the drill bit pieces are still with the user facility.